Manufacturer narrative:
Follow-up #1: date of submission 10/21/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/08/2015 with the following findings: the battery cap was unable to fully tighten due to damaged threads. There was a battery compartment crack observed in the thread area. There was evidence of moisture contamination inside the battery compartment. The pump case was cracked in the corner of the display area. The pump could not be powered on as a result of moisture ingress.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.